Event description:
It was reported that the patient presented for an implant procedure. During the procedure the right ventricle lead to be implanted exhibited high capture threshold and high pacing impedance. The right ventricle lead was replaced during the same procedure (B)(6) 2021. Patient was stable.

Manufacturer narrative:
The reported events of high capture threshold and high pacing lead impedance were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies.